Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral intervention, the catheter broken into two parts. The catheter tip detached within the patient's body. Due to poor patient health status, the physician stopped the procedure. Patient status is stable with continuing condition and no report of adverse patient consequences.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.